Event description:
Information was received from a healthcare professional (hcp) regarding a patient with a past medical history of cerebral palsy, seizure disorder, hypertension, hyperlipidemia, and chronic constipation receiving unknown medication for spasticity via an implantable pump. It was reported the patient had a routine pump replacement on (B)(6) 2024. Following the replacement the patient started to show signs of agitation, increase spasticity, coarse breathing sounds, and low grade fever. The family contacted their physician on (B)(6) 2024 who instructed them to take the patient to the emergency room with concerns for sepsis. The patients parents felt the patient had been uncomfortable due to their increased spasticity and decreased oral intake. They denied any risk factors in their home. Upon presentation to the emergency room the patient had tachycardia (heart rate 150), tachypnea (24 breaths/min), hypoxia (88% on room air), and febrile (39.2 celsius). Patient was then placed on 4 l of oxygen. Hospital paperwork showed the patient had been discharged on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.